Event description:
While troubleshooting a different issue the field service engineer (fse) found that the coulter lh 780 hematology analyzer had been generating 15 volt (v) errors throughout the day. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. While troubleshooting another issue, the fse found that the instrument had been generating 15 v errors and that the differential processor card was not working . The fse replaced the differential processor card, which resolved the errors. The repairs were verified per established procedures. (B)(4).